Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video connector electrical contacts are corroded and discolored, so it is likely that error e226 occurred temporarily because the video connector could not communicate properly. A review of the instruction manual identifies troubleshooting verbiage, which could help detect the phenomenon: "otv-s300 instruction manual. 10.2 trouble shooting guide. Code: e226. Error message: scope communication error. Cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that e226 / e228 error-scope communication errors occurred while using the hd camera head during inspection for use. Additionally, it was reported that the procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
UDI - 04953170386077. The device was returned and evaluated, and the customer's allegation was not confirmed. Additional non-reportable findings include the following: connector part connector cracked damaged, corrosion of electrical contacts on connector, connector part electrical contact discoloration and head part free lock lever corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.